Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a pharmacist. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after 3 days had pain and swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for osteoarthritis (batch/lot number: 7rsl021 and expiry date: unknown). On (B)(6) 2017, 3 days after receiving synvisc one injection, the patient had pain and swelling. On the same day, the patient went to the emergency room. On (B)(6) 2017, the patient had ultrasound. It was reported that the patient was notified that she received recalled lot on (B)(6) 2017 and the product the patient received was contaminated. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.